Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) assisted the home patient (hp) to end therapy and advised to start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that everything was fine at the moment. There were no injuries reported.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The cause for the reported issue se 2240 was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).